Event description:
It was reported that after removal of the epidural catheter, it was noticed that the tip was not intact. An x-ray was taken and the tip portion of the catheter was visualized in the pt's back. It has not been determined if the tip portion of the catheter will be removed. The pt has been discharged and is not having any discomfort or other complications.